Event description:
During biomed testing, the device displayed "defib fault 72" and "pacer fault 116" messages. The device was then shut off and then failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.